Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances on the leads. The physician suspected lead malfunction. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received indicating that the patient did not have their leads explanted. The leads were found to be providing good coverage and they were left inside the patient. The ipg was repositioned during this surgery due to migration caused by weight loss. The patient is reportedly doing well.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances on the leads. The physician suspected lead malfunction. The patient was doing well post-operatively.